Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding an anticipated revision involving a trident 10° x3 insert 36mm ID was reported. Conclusion: the patient had an infection when competitor products were implanted. Stryker devices were implanted to be used as an antibiotic spacer and were intended to be revised when the infection cleared up. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported by sales rep that the antibiotic spacer was removed from patient's right hip and stryker implants were put in on (B)(6) 2014.

Event description:
It was reported that there was a right hip revision surgery. Patient is now having all implants removed due to infection. An antibiotic spacer is currently being implanted. The hospital is keeping all explants.

Manufacturer narrative:
Additional devices listed in this report: cat # 0580-1-240, lot # g3630420, description: exeter v40 240mm lg 44mm no 3. Cat # 6364-2-136, lot # g4674504, description: v40(tm). Femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.